Event description:
Baxter china reports a transfer set with broken occluder feet, thus resulting in an effluent leak. Noted after use. The transfer set had been used for 20 days. No pt injury or medical intervention reported.